Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The values had been in range since the implant. It was noted that the patient was tested with the shock values continuously measured, and an inquiry what the patient was doing at the time of out of range measurements to exclude possible external signal was requested. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The values had been in range since the implant. It was noted that the patient was tested with the shock values continuously measured, and an inquiry what the patient was doing at the time of out of range measurements to exclude possible external signal was requested. No adverse patient effects were reported.